Manufacturer narrative:
Device evaluated by MFR: promus premier select ous mr 38 x 3.50mm stent delivery system catheter was returned. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube found a break at 19.5cm distal to the distal end of the strain relief as well as multiple hypotube kinks along the shaft. No issues identified with the outer or mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 02oct2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced but could not navigate through the lesion. The procedure was completed with a non-boston scientific device. There were no patient complications reported. However, returned device analysis revealed hypotube break.